Event description:
It was reported to philips that the c-arm angulation button on the control module was broken which can impact c-arm's angulation movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by using alternative control module. The customer has reported to philips remote service engineer (rse) that the c-arm angulation button on the control module has been broken. The joystick kit was ordered, and the customer replaced the kit. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the carm angulation functionality is still available and the procedure can be completed on the same system by using an alternative control module, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome